Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was received with cannula fired and needle fully retracted. A slight curve was noticed in the soft cannula. The slight curve did not prevent fluid from passing through the cannula during the investigation. No abnormalities or deficiencies were found with the device that would prevent the needle from deploying properly or cause high blood glucose levels.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure and bent cannula, or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16. Using the pod 5: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose read high (>500mg/dl) while wearing the pod on his abdomen for between 4 and 24 hours. She stated that the pink slide did not move forward, indicating the pod did not deploy properly. Also, the cannula appeared to be bent, pointed in a down direction, when the pod was removed. Treatment included a bolus and, when it did not help, changing the pod.